Manufacturer narrative:
The subject device was inspected by the field service engineer of olympus (B)(4) at the user facility. The o-ring of the cylinder hose was replaced and then an inspection was conducted to confirm and there was no abnormality for the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] from the following facts, the cause of the reported phenomenon could not be identified. It was presumed that it was caused by the wear of the o-ring of the cylinder hose because it was able to be used normally by replacing the o-ring of the cylinder hose without any abnormality in the subject device inspection. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found that the gas leakage from the cylinder hose connected to the subject device at the unspecified timing. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.